Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the system implant procedure, crosstalk was detected while atrial pacing. The atrial and ventricular leads were repositioned twice each. After repositioning attempts failed to resolve the crosstalk, the device and the ventricular lead were replaced. The crosstalk was still present, but at a diminished level. During the post-op check the following day, the crosstalk was no longer detected. The patient was stable.

Manufacturer narrative:
The device was bench tested and no anomaly was detected.